Manufacturer narrative:
Concomitant medical products: addr01 ipg ,implanted: (B)(6) 2015, t505c227 valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds and loss of capture. It was noted that the patient experienced dropped beats. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.